Event description:
My name is (B)(6) and I had the essure procedure done (B)(6) 2014. After having this procedure done I had very mild cramps in my lower abdomen which later grew to become excruciating pain. Sometimes the pain left me unable to get out of bed constant headaches and nausea followed. Several months went by before I was able to have a menstrual cycle. I asked the ob at the time was this normal. They assured me everything was okay my body may have just reacted to the procedure differently. I finally had a cycle but bled heavy for a couple of months. Then at other times I would not see anything for may be a week or two later. Gradually my cycle slacked up until there was nothing at all. This was in (B)(6) of this year. I thought may be this would be just an irregular cycle but I was wrong. In late (B)(6) I found out that I was pregnant. In disbelief I went back to my ob to find out when, how, and why but I haven't gotten an answer back yet just told congratulations. When my husband and I decided to have this procedure done, I had just given birth to our twins vaginally. I was told that with this kind of delivery this procedure was perfect permanent and less invasive. We looked on the market to see any drawbacks to this procedure but there weren't many at all. The only thing we noticed was a few blogs with women who seemed to me like they may of had other health problems which could have enhanced their problems with this procedure. Never could I have imagined that I would be here suffering from the complications that I have with essure and complaining for help. I am currently 17 weeks pregnant with only one coil found on my ultrasound while the other is lost perhaps somewhere within my body or it may have pasted through when I suffered from those painful menstrual previously. I have since requested to have this coil searched for and the other removed but was assured that this would be at this fetus expense. My options is to leave the coil where it is and not worry about the other to save this unwanted fetus or to have them search and perform surgery and lose this unwanted fetus, or just have an abortion. (I do not support abortions) it is frustrating to me that doctors are able to administer this procedure with little prior knowledge as to properly inform their patients so they can make an informed decision. It is not okay that I am pregnant again with a coil found logged within tissue while the other is misplaced. I still have abdominal pain constant headaches and body aches but it's not taken seriously because it now blends in with this pregnancy. Currently I am waiting for my MRI to determine my next steps. This was the worst decision ever made in my life and I assure you that I am not the only one out here who feels the same. I ask that this form of birth control method be taken off the market before the number of women who are affected continues to grow or worst death.